Event description:
Boston scientific received information that a high out of range shock impedance measurement was observed. A review of daily measurements revealed the shock impedance measurement was usually between 60 and 70 ohms. The decision was made to reprogram the shock vector to single coil configuration. The shock impedance was stable at 90 ohms. This patient will continue to have normal follow-ups. There were no adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.